Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to partial unlocked screen keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that they had never received return box and envelope. Customer's blood glucose level was unknown. Customer had two insulin pumps and did not knew how it happened and she had two that she needed to send back and she needs a box and envelope for one insulin pump and a label for the other insulin pump. Insulin pump will not be returned for analysis.